Manufacturer narrative:
An investigation was performed on retention and returned product from the reported lot number. Retention devices were tested with hcg-negative clinical serum samples and low-hcg standards (2 miu/ml). Results were read at 5 and 6 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information, as both retention and returned product performed as expected during in-house testing. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Correction to d4. The complete UDI has been added.

Manufacturer narrative:
Information will be provided when investigation is complete.

Event description:
It was reported that on (B)(6) 2019, a (B)(6) "yo" female presented with abdominal pain to the medical center. She had a medical history of early menopause at age (B)(6). The same sample serum result was positive 2x on the cardinal health rapid test hcg combo kit. Serum beta quant result (same specimen, same date) was 5.15 miu/ml. No treatment was provided or withheld based on the rapid test result.